Event description:
The patient due to primary localized arthrosis of the left hip received a depuy implant on (B)(6) 2020 for total hip removal. On (B)(6) 2020 the patient was hospitalized for revision surgery due to unspecified mechanical complications of the implant. It refers to mobilization of the implant. In history reported episodes of subluxation and loading without crutches. The stem and head have been repositioned. Doi: (B)(6) 2020, dor: (B)(6) 2020, left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.